Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report that on the date of report, his son experienced discomfort and pain from the sensor. The patient's father reported that his son went to the school nurse and the sensor was removed due to discomfort and pain. At the time of the call to dexcom technical support, the patient's father reported that his son was in fine condition.